Event description:
Physio-control examined the customer's device and observed that it would not power off when prompted. There was no patient use associated with the reported event.upon further evaluation of the device, physio observed that it would power off and on by itself.

Manufacturer narrative:
(B)(4): physio-control examined the customer's device and verified the reported failure. Physio-control then replaced the main keypad assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.physio further examined the removed main keypad assembly and determined that the cause of the reported failure was due to conductive material from the plastic bubble of the on/off switch that had become stuck in between the contacts on the board, causing a short. This failure caused the device to turn on and off by itself, fail to turn off, or fail to turn on, when prompted.